Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date was incorrect, cause was unknown. The customer's blood glucose level was 309 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.